Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) patient cable having a loose rubber encasing was confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(6)) was returned for analysis at the abbott european distribution center (edc) on (B)(6)2021 and no log files were submitted. The patient cable of the mpu was replaced due to the observed loose rubber encasing on it. The mpu passed all stages of testing. The mpu was returned to the abbott rental pool after being tested. The heartmate mpu patient cable was connected to a test mpu fixture and was able to operate a test system controller on a mock loop without issue. The reported event of the rubber encasing coming loose did not affect patient cable operation. The mpu patient cable did not have any issue in function. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially ordered on 16dec2015. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit's (mpu) rubber housing came loose.